Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra] product ID: [mc2avr1-delsys] (serial: (B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the delivery system mc2avr1 micra av2, a device dislodgement occurred due to incorrect pulling of the tether. The dislodgement was identified as a product issue related to tether cutting. The physician inadvertently pulled the wrong side of the tether, causing the blue part at the end of the tether to press against the delivery system, leading to the dislodgement. This was not noticed until the other side of the tether was cut to remove the blue piece. The leadless implantable pulse generator (ipg) was attempted/not used. No patient complications have been reported as a result of this event.